Event description:
Event description boston scientific received information alleging loss of capture for this implantable cardioverter defibrillator. The patient's physician reported to boston scientific technical services (ts) that the patient's rate was in the range of 30 beats per minute despite the appearance of pacing spikes on a monitor measuring the device's output. The device remains implanted. There was no report of adverse patient effects.